Event description:
On (B)(6) 2012, the lay user/ patient's pharmacist contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately compared to another device; however, the results were not specified. There were no allegations of harm or injury reported by the pharmacist. However, this complaint is being reported because the alleged issue remained unresolved.